Manufacturer narrative:
The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on unknown side and underwent revision due to implant fracture and lack of consolidation.

Event description:
In addition to the report 0009613350 - 2019 - 00449 patient underwent revision surgery due to periprosthetic fracture. The fracture occurred without any trauma or incident.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, g4, g7, h10 review of event description: it was reported that the products were implanted on (B)(6)2018 and revised on (B)(6), 2019 due to lack of bone consolidation with fracture of the plate and screws. Patient had been previously implanted with total hip prosthesis. Review of received data: - 3 x-ray pictures were received. Two of them are undated and one is dated with (B)(6), 2019. The x-rays undated show an implanted ncb pp plate with several screws and 3 cerclage wires. On one x-ray (undated) it can be seen that a screw is broken. The x-ray dated (B)(6) 2019 shows the proximal part of the ncb pp plate with an existing hip prosthesis. A callus formation (bone healing) is visible. There are several broken screws on the picture. The breakage of the screws is located at the screw head. A breakage of the ncb pp plate can not be confirmed on the x-rays as described in the event description. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. Conclusion summary it was reported that the products were implanted on (B)(6), 2018 and revised on (B)(6) 2019 due to lack of bone consolidation with fracture of the plate and screws. The plate and screws were in vivo for approximately 8.5 months. The DHR check and raw material certificate review could not be performed as the lot number was not available. A complaint history review, including part and lot specific investigation, could not be performed as the item number is unknown. The compatibility check could not be performed as no product information was provided. No product was returned to zimmer biomet for in-depth analysis. Three x-ray pictures were received. Based on the x-rays provided a ncb pp plate fracture could not be identified. There are several screw breakages visible. The bone healing process with a callus formation can be seen on the x-rays. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the fracture of the ncb pp plate could not be confirmed as the alleged failure could not be identified or reproduced. The reported lack of consolidation cannot be commented based on the received undated x-rays. The breakage of some screws could be seen on the x-rays which could indicate possible movements of the plate. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).